Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 6.8, lab: 4.2. Testing was performed within minutes; patient is on antibiotics. Therapeutic range is 2.0-3.0. Caller did a self-test over the phone and obtained an inr of 1.3.